Event description:
The event is reported as: complaint alleges: that the hub/adapter of the ett comes off easily. Complaint indicates that the alleged incident occurred during a delivery of an infant. The tube was replaced and the infant was reintubated. No pt injury reported. Pt current condition is fine. Add'l info was requested.

Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.